Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient. The patient experienced a blood infection and cloudy peritoneal dialysis effluent. The patient was not hospitalized for the events. On the same day, the patient was treated with unspecified antibiotics intravenously (dose and frequency not reported) for blood infection indication. However, the treatment for the peritonitis was not reported. The patient was recovering from this event.

Manufacturer narrative:
(B)(4). Per review of the batch records for potentially associated lot h13a08048, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional relevant information become available, a follow-up report will be submitted.